Event description:
It was reported by the patient that the patient activator would not turn on despite putting in new batteries. It has been used for several months. The activator will be returned and new one sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.